Event description:
On (B)(6) 2012 the pt reported that in (B)(6) 2011, the display on his infusion device was cracked while playing football. The crack interfered with the ability to read the basal rate. The pt used his back-up infusion device for a period of time. His doctor would like him to resume using his infusion device at this time. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.